Event description:
Literature was reviewed regarding a 61-year-old male patient with a degenerated non-medtronic aortic surgical valve. Subsequently, the patient underwent a valve-in-valve transcatheter aortic valve implantation (viv-tavi) with successful implant of a medtronic 26-mm evolut pro bioprosthetic valve. Within days, the patient developed fever. A series of transesophageal echocardiography (tee) scans identified a peri-annular abscess, aorto-cavitary fistula and severe paravalvular leak (pvl). All blood cultures remained sterile; however, a diagnosis of prosthetic valve infective endocarditis was established based on the 2023 duke criteria, and intravenous antimicrobial therapy was promptly initiated. Concomitantly, immunodeficiency screening was positive for human immunodeficiency virus (hiv). The authors emphasized that the patient had no clinical features of immunosuppression, no documented hiv testing, and no reported risk behaviors or other epidemiologic risk factors. Due to rapid clinical deterioration, the patient underwent emergent surgery with explant of the evolut valve and degenerated surgical valve, and the extensive peri-annular deterioration was reconstructed with implant of a bovine pericardial patch and a non-medtronic mechanical prosthetic valve. The postoperative course was uneventful with satisfactory wound healing. Three months after discharge, the patient remained clinically stable with optimal mechanical valve hemodynamics. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: sobczynski et al. Fulminant periannular destruction after valve-in-valve transcatheter aortic valve implantation unmasking advanced hiv infection. Pol arch intern med. 2026 jan 29;136(1):17169. Doi: 10.20452/pamw.17169. Epub 2025 nov 28. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.